Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 dissection tip cracked and condensation appeared at the tip. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).